Manufacturer narrative:
H.6. Investigation summary: bd received 1 sample and 3 photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Additionally, the customer sample was evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that foreign matter was discovered prior to use with a bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m. The following information was provided by the initial reporter, translated from japanese to english: fm was found in a tube (364305) from lot 0044970.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter was discovered prior to use with a bd vacutainer® blood collection tubes buffered sodium citrate 0.3 ml - 0.109 m. The following information was provided by the initial reporter, translated from (B)(6) to english: fm was found in a tube (364305) from lot 0044970.